Event description:
The customer reported that a posterior capsule tear occurred during the procedure when the surgeon was polishing the posterior capsule. The customer stated that the tear occurred because of a burr on the hole of the tip.

Manufacturer narrative:
The infiniti vision system was tested and no problem was found. Priming and tuning tests passed. The customer has agreed to return the handpiece. The handpiece has not yet been received for evaluation. The reporter was not able to provide the serial number of the infiniti system.